Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to forget old transmitter from bluetooth settings, reset smart device, and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.